Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included tubal ligation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraines / headaches") and anxiety ("anxiety/not a single attack"), was found to have a pregnancy with contraceptive device ("pregnancy ¿ birth ¿ no complication") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pregnancy with contraceptive device, dyspareunia, dysmenorrhoea, menorrhagia, psychological trauma, fatigue, migraine and hormone level abnormal outcome was unknown and the anxiety had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: patient received reatment received for psychological injuries, device migration. Essure was not removed, no surgery. No removal planned. Concerning the injuries reported in this case, the following one were reported via social media: anxiety quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: date of explant and action taken with drug were added. New event anxiety and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and pregnancy with contraceptive device ('pregnancy ¿ birth ¿ no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included tubal ligation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue") and migraine ("migraines / headaches"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, dyspareunia, dysmenorrhoea, menorrhagia, psychological trauma, fatigue, migraine and hormone level abnormal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: patient received reatment received for psychological injuries, device migration. Essure was not removed, no surgery. No removal planned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and pregnancy with contraceptive device ('pregnancy ¿ birth ¿ no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included tubal ligation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue") and migraine ("migraines / headaches"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, dyspareunia, dysmenorrhoea, menorrhagia, psychological trauma, fatigue, migraine and hormone level abnormal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: patient received treatment received for psychological injuries, device migration. Essure was not removed, no surgery. No removal planned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported injury was replaced by specific events: events added: migration, pregnancy, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), chronic pain, menorrhagia (heavy menstrual bleeding), psychological injury, fatigue, hormonal changes, migraines, headaches. Essure confirmation test was not performed. Essure was not removed, no surgery and no removal planned. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.